Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# va0jb5j011, implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was further reported that a company representative had seen the patient about a month ago regarding his dissatisfaction. The device checked out fine and no problems were found with either the leads or the battery. The patients wife and daughter were present and stated that the patient was so much better. The patient could now walk and was smiling and it was stated that the patient did not remember how bad it was prior to the stimulator. The patient then agreed with his family. No adjustments were made to stimulation.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. The patient stated they were very dissatisfied with the implant.

Event description:
It was reported that for the past two days, the patient had woken up and his stimulation had been higher than when he went to bed but the patient had adaptive stimulation turned on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.